Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to erosion; reportedly, away from the pocket incision. Additionally, the xiphoid incision had also failed to heal fully since implant, despite antibiotic therapy. On extraction, the electrode clearly was not on the fascia plane as it pulled away easily from the xiphoid incision and the superior incision did not need to be opened to free the lead. No obvious signs of infection were noted in the pocket nor at the xiphoid incision. No replacement system implanted at this time.